Event description:
Device issue: loss of vessel access. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the locator wings with the plunger, and retracting the device to place the locator wings against the anterior surface of the arterial wall, during thumb advancer deployment, the complete system came out of the vessel with the locator wings deployed. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.